Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the act and esc buttons are sometime unresponsive. The customer's blood glucose level at the time of incident was 164mg/dl. The customer states their levels have dropped to 57mg/dl due to not eating, and have gone as high as 300mg/dl to 400mg/dl for eating wrong. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The low reservoir alarm feature was programmed at 20 units, after delivering several bolus and with 20 units left on display. The insulin pump alarmed properly low reservoir and no low reservoir alarms anomalies noted. The insulin pump was received with intermittent button response due to corroded keypad traces and flattened act and esc button dome switches. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window, scratched reservoir tube window and torn keypad overlay.